Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 61 days. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital from the clinic on an unspecified date due to high lactate dehydrogenase (ldh) and transient lvad power elevations. A ramp echocardiogram and CT scan did not reveal signs of thrombus. The patient was started on a bivalirudin infusion. It was reported that right heart catheterization revealed that the pump was not operating as expected, and that the patient was beginning to develop left ventricular and right ventricular failure. The ldh continued to remain high. On (B)(6) 2017, the patient¿s pump was exchanged due to suspected thrombus. It was reported that thrombus was observed during the exchange. On (B)(6) 2017, it was reported that the patient was doing well and would be discharged soon. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The report of suspected pump thrombosis could not be confirmed and a correlation between the device and the reported events could not be conclusively determined, as the device was not returned for evaluation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.